Event description:
Using gold probe, bipolar hemostasis catheter to cauterize a duodenal or gastric bleeder. The gold tip was still in the pt duodenum, when the catheter was removed, it became dislodged. The gold tip piece was removed from the pt.